Event description:
Pump declared an altitude alarm, causing interruption in insulin delivery. There was no adverse impact to the customer's blood glucose level. To address the issue, customer was instructed to clean the speaker holes and attempt cartridge reconnection; however, insulin could not be resumed until a new cartridge was loaded, which still resulted in the alarm recurring. Technical support decided to replace pump and cartridge and instructed the customer on receiving, setting up, and returning the problematic pump using ups. Customer will use mdi for backup insulin delivery during the transition.